Event description:
Patient was admitted to hospital with myocardial infarction. Lesion was pre-dilated. Physician was attempting to deploy one endeavor resolute drug-eluting stent to treat a patient with a severely calcified lesion in the lcx with 90% stenosis but the stent could not pass. Physician removed the device. Patient is good. No clinical sequelae were reported. Another stent was used to complete the procedure. Evaluation summary: no damage to the tip. Slight flaring of the proximal stent segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver and deformation). (B)(4).